Event description:
Co believes it is possible to lose data by doing what this customer did, but it is not possible to mix pt's data. Remedial actions: the following note was added to the user's guide to better explain what happens when the user presses "f8 (retry)". (Attachment 2). This revision of the user's guide has been available since 8/17. Additionally, co sent a notice to all simulset customers. (Attachment 3-letter of 7/94), including the revised page and reminding them of what will happen if they press "f8 (retry)". Finally, the next version of the software, now released for macintosh computers, has been modified so that this condition cannot occur, because the file naming convention has been changed, to allow multiple replicates of the same tube to be run within a file.